Event description:
After placement of coronary artery stents in right circumflex and left anterior descending coronary arteries, a cutting balloon catheter was placed in the proximal-to-mid aspect of the anterior descending vessel and inflated. Physician was unable to position the balloon beyond the proximal vessel due to poor guiding catheter support and removed the catheter. A maverick balloon catheter was positioned, inflated and removed. A cutting balloon was positioned and inflated. Selective angiography was performed and revealed significant pericardial staining. The catheter was removed. A maverick balloon catheter was positioned at the area of what appeared to be a perforation and inflated. At the time of the observed pericardial staining, the pt developed signs of tamponade. Pt was uregently intubated, bag ventilated; a pericardial needle passed into the pericardial space and blood was aspirated with resolution of tamponade. After placement of stents in the mid segment left anterior descending vessel, there was angiographic evidence of what appeared to be early thrombus formation in the proximal-to-mid-segment at the stented site. Pt was observed and remained without hemodynamic, electrical or angiographic evidence of tamponade. Pt transferred to ICU in stable condition. Approx 2 hrs after the procedure, the pt had chest discomfort at what appeared to be the pericardial drainage site, but was doing well otherwise. Intravenous morphine sulfate was given and approx 10 minutes later, while the arterial line was being placed, the pt became unresponsive and full cardiac resuscitative efforts were instituted. The pt expired.